Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the they were experiencing low blood glucose. Blood glucose level was 44 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported low blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer treated with food. Customer stated that the drive support cap appears too normal. Customer reported that the insulin dripping or squirting from end of set before connecting at their site. The insulin pump will not be returned for analysis.